Event description:
It was reported that the patient experienced a low blood glucose of 52 mg/dl, which was treated with oral glucose in the form of two glucose gummies and a protein snack, after which the blood glucose increased into range; the caregiver received troubleshooting and education on the 15-15 rule. Symptoms included hypoglycemia. Outcomes included resolution of the low glucose at home without medical intervention. Investigation included a customer interview and provision of use guidance. Investigation of this case revealed no device malfunction or component failure and no identifiable device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.